Manufacturer narrative:
Film evaluation summary; the reported stent graft coverage of the left internal iliac artery was confirmed; however, the exact cause could not be determined from the single returned image. Pre-implant films were not provided and a comprehensive assessment of the patient¿s anatomy could not be performed. Additional films during implant including images during deployment and coverage of the liia were also not available. Images prior to limb deployment were not seen; however, the deployed left extension contained the correct # of stent rings as per specification; n=15 stents. Analysis of the returned film did not reveal any stent graft characteristics that could explain the reported event. It is possible that this was user and/or vessel measurement length related, or possibly due to an unknown procedural or anatomical variance issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 50mm abdominal aortic aneurysm. It was reported that after the stent graft limb etlw1620c156ej was deployed, angiography showed that one stent was implanted in the external iliac artery. An attempt was made to push with the sheath and balloon, but the stent graft could not be moved, and the internal iliac artery remained covered. Angiography was carried out on the right external iliac artery and no ischemia was noted. It was decided not to carry out any intervention at this point. As per the physician, the cause of the event was due to patient anatomy as the internal iliac artery and the external iliac artery completely overlapped approximately 1cm from the bifurcation. No additional clinical sequelae were reported and the patient will be monitored.